Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported that 2 months after the dental implant was installed in intraoral region #4, it was verified its non osseointegration. Pt had bone type IV and fenestration occurred during surgery; 10 ncm of primary stability was achieved.